Manufacturer narrative:
Other text: b3: date of event is unknown. Device evaluation: one device was received for evaluation. The visual inspection found that the taper seals were broken, the right plunger was cracked and the top case was damaged. A review of the event history log found a "check clutch plunger lever" message. The error was able to be duplicated during the functional testing. The problem was found to be that the clutch halves were over five years old. Both clutch halves were replaced along with the lead screw and spring. The right plunger case, plastic parts of the plunger head and the top case were also replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump occlusion test failed. Also the pump displayed a "travel coarse" error and "check clutch/plunger lever" error. The plunger 50ml syringe jumps back 5ml. Patient involvement is unknown.